Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was distorted (oval shaped). All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. A large tear and abrasions through the free margin and lunula of the right cusp was due to contact with the bias cloth along the right non-coronary stent post. A large perforation in the lunula of the non-coronary cusp appeared to be due to a possible long suture tail and/or contact with the bias cloth along the outflow rail. A long white multifilament suture remained attached to the sewing ring adjacent to the perforation. All commissures were intact. Glistening off white pannus covered the tissue and base stitching adjacent to the non-coronary cusp, along the right and non-coronary cusps inflow margin of attachment, into the left right and right non-coronary inferior coaptive areas and 1 to 7 mm onto all cusps. A large nodule of pannus appeared to extend from the left right inferior coaptive area, covering approximately 7 mm of the left right coaptive ridges, narrowing into the coaptive ridges, extending across to the margin of attachment of the non-coronary cusp. A folded section of pannus appeared to resemble a ¿v¿ shape which is consistent with pannus that extended into the non-coronary left inferior coaptive area. A thin remnant of pannus adhered to the right and non-coronary coaptive ridges. Remnants of pannus remained attached along the sewing ring and all stent posts on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Remnants of tan thrombotic appearing host tissue are noted on the outflow of all cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the analysis of the returned valve, the severe aortic stenosis and regurgitation was most likely due to pannus overgrowth which restricted movement of the leaflets. In addition, leaflet tears secondary to contact with the bias cloth of the stent contributed to the regurgitation. This may have occurred due to the observed distortion of the valve. Patient anatomy, sizing issues, and/or tilting or canting of the valve can contribute to leaflet contact with the bias cloth. However, the cause of the noted distortion could not be confirmed. No manufacturing anomalies were noted on the bias cloth that could have contributed to the leaflet tears. Although a conclusive cause of the pannus overgrowth could not be determined, this is a known failure mode for bioprosthetic heart valves and can be impacted by patient related conditions. (B)(4).

Manufacturer narrative:
Analysis results: the device has been returned however analysis has not yet completed. Upon completion of analysis, a supplemental report will be sent. (B)(4).

Event description:
Medtronic received information that four years post implant of this bioprosthetic valve, severe aortic stenosis and regurgitation was noted. The patient exhibited increased dyspnea on exertion, fatigue, peripheral edema and a replacement procedure was scheduled. During the replacement procedure, the aortic root was noted to be relatively small due to a severely calcified aortic annulus and a smaller non-medtronic tissue valve was implanted. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.